Manufacturer narrative:
Batch review performed on 14 december 2020 lot 165727: (B)(4) items manufactured and released on 21-nov-2016. Expiration date: 2021-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in (2 years and 9 months after primary surgery) reporting pain and it was observed that the patient had developed arthrofibrosis (fibrotic tissue around the joint) which limited the patient's flexion. The cause of the arthrofibrosis is unknown. The surgeon cleaned the fibrotic tissue and downsized the sphere insert flex right 12mm s4 to a sphere insert flex right 11mm s4 to open up the joint and give the patient more room to bend the knee. The surgery was completed successfully.